Event description:
A customer reported to baxter (B)(6) of a one link connector that had a no flow experienced by a nurse. The nurse changed the cap and the new one-link worked well. There was patient involvement, however, there was no report of patient injury or medical intervention. It is unknown when or in which care area this event occurred. During the visit the customer was advised that for any issues of sluggish flow/noflow to make sure the connection is secure as if the gland does not open when turning the syring, the flow rate is not normal and sluggish. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue has been escalated to CAPA.